Event description:
It was reported that the hydrophobic coating fell off. A 135/10 renegade hi-flo was selected for use. During unpacking, the device was flushed with sterile injection water. When the device was taken out, it was noted that the hydrophobic coating fell off. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the hydrophobic coating fell off. A 135/10 renegade hi-flo was selected for use. During unpacking, the device was flushed with sterile injection water. When the device was taken out, it was noted that the hydrophobic coating fell off. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in the shipping hoop. The hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of a fracture located 8.8cm from the hub. The device also showed stretching 5.5cm from the hub. The device was not completely separated the inner liner was still attached. There were no coating issues noticed on the catheter shaft. The coating looked to be smooth and uniform. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was not confirmed for coating issues; however, stretching and a fracture were confirmed.